Event description:
Blood pump malfunctioned on hemodialysis machine. An attempt was made to manually return patient's blood without success. No true injury. However, patient did lose approximately 250 cc of blood.